Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro device remained activated. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and no evidence of blood. A visual inspection determined that the boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it self-activated. The handle on the device was open to verified connections; under magnification, solder flux was observed on the switch body, level and actuator of the micro-switch. The flux caused the micro-switch actuator to be stuck in the "on" position. Based upon the eval results, the reported complaint was confirmed. The following corrective action has been taken to address the solder flux issue: maquet has revised the work instruction for the soldering process mpi2047401/handle assembly mpi2047410 to add enhanced visual inspection to the soldering points and the switch contamination with flux. Maquet cardiovascular llc has initiated recall 2242352-10/28/13-002r to address this failure mode. The FDA nj district recall coordinator has been advised. A notification letter has been sent to this customer. Note: FDA has not yet assigned a "z" number to this action. (B)(4).